Event description:
Procedure: cystectomy. Reportedly, the electrosurgical pencil was left on the surgical field without being placed in the holster. The pencil was accidentally leaned against and moved. The patient was burned on the penis. The burned area, approximately 1cm, was excised and sutured.